Event description:
It was reported that during a gastric sleeve procedure, the device was used in combination with the generator. The sealing quality was poor at multiple sites, with persistent bleeding and oozing of approximately 300¿400 ml observed after sealing and cutting. There were 11 good seals completed when most seals were not adequate, despite evidence of energy delivery and end tones being heard. No re-grasp alert or error message occurred during the procedure. The device was cleaned twice during the case. Although no blood transfusion was necessary, the surgeon had to spend considerable time re-sealing the 2-4 mm short gastric artery, which significantly extended the surgical time by approximately 30 minutes and increased the overall workload. The tissue being sealed was the greater omentum, with an approximate thickness of 5 mm. The procedure was completed using the same handle.

Manufacturer narrative:
Additional information: b5, g3. Correction: a5a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the ligasure blunt tip device was used in combination with the ft10 generator. The sealing quality was poor at multiple sites, with persistent bleeding and oozing observed after sealing and cutting. Most seals were not adequate, despite evidence of energy delivery and end tones being heard. The surgeon had to spend considerable time re-sealing tissues, which significantly extended the surgical time and increased the workload. The tissue being sealed was the greater omentum, with an approximate thickness of 5 mm. The procedure was completed using the same ligasure handle.

Manufacturer narrative:
D10 - concomitant medical product: vlft10gen, vlft10gen ft series energy platformx1, (lot# t5f91127dx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the sealing quality was poor. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the ligasure¿ blunt tip device was used in combination with the ft10 generator. The sealing quality was poor at multiple sites, with persistent bleeding and oozing of approximately 300¿400 ml observed after sealing and cutting. There were 11 good seals were completed when most seals were not adequate, despite evidence of energy delivery and end tones being heard. No re-grasp alert or error message occurred during the procedure. The device was cleaned twice during the case. Although no blood transfusion was necessary, the surgeon had to spend considerable time re-sealing the 2-4 mm short gastric artery, which significantly extended the surgical time by approximately 30 minutes and increased the overall workload. The tissue being sealed was the greater omentum, with an approximate thickness of 5 mm. The procedure was completed using the same ligasure handle.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve, the ligasure blunt tip was used with the ft10 generator. The sealing quality was poor at multiple sites, resulting in persistent bleeding and oozing of approximately 300¿400 ml after sealing and cutting. Most seals were inadequate despite evidence of energy delivery and audible end tones. No re-grasp alert or error message occurred. The device was cleaned twice. Although no blood transfusion was necessary, the surgeon spent considerable time re-sealing tissues, which extended the surgical time by approximately 30 minutes and increased the overall workload. The tissue sealed was the greater omentum, approximately 5 mm thick. The procedure was completed using the same ligasure handle.